Event description:
On or about on (B)(6) 2019, patient underwent placement of an angiodynamics xcela product. The device was implanted by dr. (B)(6), m.d., at (B)(6) center in (B)(6). The device was implanted for the purpose of ongoing treatment for long term IV access. On or about on (B)(6) 2023, patient presented to (B)(6) hospital in (B)(6) with complaints of bruising and pain at port site with fever. Upon admission, patient's blood cultures were drawn and tested positive for an infection. Patient's medical team determined that the xcela was the source of the infection and that the defective port needed to be removed. Patient was admitted with severe sepsis, and her medical staff ordered to have her xcela device removed. On or about on (B)(6) 2023, patient's defective port was removed by dr. (B)(6) m.d., at (B)(6) hospital.

Manufacturer narrative:
Due to the lack of a product reference and batch number, the manufacturer was unable to conduct a documentary review. The manufacturers finished goods release process confirms that all products meet specified requirements before delivery. Without the returned product for technical investigation, we cannot verify the reported defect of "infection/sepsis." The associated risks have been documented in the manufacturers risk management file. Therefore, we classify this complaint as "no definitive conclusion, unverifiable" due to the absence of the product information and returned product.